Event description:
It was reported the bipolar lead impedance was less than 100 ohms and the unipolar 235 ohms. There was an rv lead warning. Lead insulation failure was addressed and lead replacement recommended. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.